Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. The following physical damage was noted: broken reservoir tube lip, scratched case, pillowing keypad overlay, cracked select button keypad overlay, scratched keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged with a crack in the reservoir compartment. The customer¿s blood glucose level was 84 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.